Event description:
Boston scientific received information from another manufacturer's representative that this implantable defibrillation lead oversensed atrial paced events which resulted in an inappropriate shock. Oversensing was not observed in clinic. It was also reported that the pacing impedance measurements and sensing measurements have been fluctuating. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. Should additional information become available this report will be updated.